Event description:
It was reported that the anchor did not remain in bone when the deployed inserter could not be removed from the anchor when inserted. Device broke inside the patient and fragments were removed. There was a backup device available to complete the procedure with no significant delay. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.